Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional report a capsular contracture baker grade iii left side. Devices remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Rupture: observed opening striated on radius side assessed as surgical damage.

Event description:
Healthcare professional report left side capsular contracture, baker grade iii. Healthcare professional later confirmed inferior malposition, capsular contracture, baker grade IV and left side rupture prior to surgery. Device has been explanted and replaced.

Event description:
Healthcare professional later confirmed baker grade IV. Healthcare professional also reported left side rupture prior to surgery. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture and capsular contracture, baker grade IV.